Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens was cut in half, typical of insertion and removal from the eye. The lens was cleaned for further evaluation. Scratches are observed on the anterior surface of the optic. A crack is not observed. It is possible the crack was positioned where the lens was cut in order for it to be removed from the eye. The file indicates the use of a qualified cartridge with a non-qualified handpiece and non-qualified viscoelastic. It is possible the crack was positioned where the lens was cut in order for it to be removed from the eye. Other lens damage was observed. The root cause for the reported complaint and the observed damage may be related to a failure to follow the IFU. The file indicated the use of a non-qualified handpiece and the viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has not been received by the manufacturing site. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a crack was noticed in the lens following insertion in the eye. The incision was enlarged, the iol was cut in half, removed and aback-up lens was used to complete the procedure. The surgeon noted, ¿a subtle difference of feeling was likely there during setup feeling was likely there during setup¿ but did not notice it at setting.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. A video of the surgery was also provided. The video was reviewed. A company cartridge was bought into view. Viscoelastic was only placed at the edge of the loading area. The lens was briefly visible held by forceps across the back of the optic. The optic was observed pinched together by the forceps with the edge folded under. An attempt was made to insert the lens (not inserted). The lens and cartridge were both removed from view. The lens was brought back into view and dropped into the lens case base. The lens was pressed with the forceps tip into the lens case in an attempt to reshape the lens. The lens was grasped with the forceps across the center of the optic. As the lens was being loaded into the cartridge a possible crack or shadow was observed at optic center. The lens was loaded into the cartridge and rapidly advanced with the forceps. The cartridge tip was inserted into the incision. A large bubble in the eye obscured the lens delivery. The lens unfolded upside down (reason undetermined). The lens was flipped with an instrument. Light glare and the large bubble obscured visibility of the center of the lens throughout the video. No obvious damage that would necessitate removal could be observed. The incision was widened. The lens was cut into two pieces and removed. A second lens was implanted. Based on review of the provided video, the lens may have been damaged by the forceps. The optic was observed pinched together with an edge folded under before the lens was loaded. The lens was placed back into the lens case and pressed with the forceps tip to reshape the lens. The lens was then grasped directly across the center of the optic and loaded. A possible crack was observed as the lens was loaded into the cartridge. Due to light glare and a large bubble in the eye the center of the lens was the root cause for the reported complaint and the observed damage may be related to a failure to follow the instruction for use (IFU). The file indicated the use of a non-qualified handpiece and the viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Light glare and the large bubble obscured visibility of the center of the lens throughout the video. No obvious damage that would necessitate removal could be observed. In addition, based on the video review, inadequate viscoelastic was placed in the cartridge. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A non-qualified handpiece and viscoelastic were also indicated. Per the IFU: the company cartridges are qualified for use with compatible company cartridge handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).